Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3, h4, h6, h8, h11. The certas valve (828804pl) was returned for evaluation. Device history record (DHR) - the product code 82-8804pl with lot 7482429, conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 2. The valve was visually inspected; no defect was noted. The valve passed the test for programming, occlusion, leak, reflux, siphonguard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the ¿obstruction;¿ issue reported by the customer, could be due to irrigation not performed but as mentioned in IFU "it is required that the valve be irrigated before implantation to help ensure proper performance"

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported: "valve was implanted and hooked up to manometer, but no fluid would move through the valve." No patient injury reported.